Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins.) For urinary dysfunction/sacral nerve stim. It was reported, that they are still urinating on herself and can't make it to the bathroom in time. Patient states, this has been going on for quite some time now (2024). Patient mentioned, they went to the doctor a couple weeks ago and they had a difficult time finding the stimulator, because the stimulator was so deep. Agent walked patient through increasing stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed, stimulation was comfortable.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.